Event description:
Limited information was provided. It was reported that this patient received an arrow iab-s840c in the catheterization laboratory due to very low blood pressure and poor cardiac condition. This was an attempt to improve hemodynamics. After approximately one hour of use, the pump gave a system error "3" and shut off. No other alarms occurred during the previous hour of use. They tried to "reactivate it", but were unsuccessful. During troubleshooting efforts, the patient expired.